Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2018-00821 thru 3012447612-2018-00824.

Event description:
It was reported that it was difficult to remove four drivers from the mating screw heads after implanting the screws during surgery. The surgery was completed utilizing these devices without reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
UDI number: ni. Additional information: method, results, and conclusions - the returned driver was evaluated. There were failures found; the driver functioned as expected and was found to be in tolerance. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that it was difficult to remove four drivers from the mating screw heads after implanting the screws during surgery. The surgery was completed utilizing these devices without reported patient impacts. This is report two of four for this event.